Manufacturer narrative:
One smiths medical medusion pump was returned for analysis with a counterfeit top case and loose handle and broken tubing guide. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue on damaged case was able to be duplicated but not on the motor rate error. It was noted that impact on the case was the cause of the issue. Service replaced the counterfeit top case, replaced the worm coupling, gear as a preventive measure for the motor rate error found in history. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle/damaged case and exhibited system failure and it was also noted that the tubing guide was broke. No patient involvement in this event. No adverse effects were reported.